Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method used to achieve hemostasis was not reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date was not reported. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unspecified device failure could not be confirmed. Inspection of the returned device indicated that the needles and the foot were in deployed position. Both cuffs captured the needles and both cuffs were still attached to the link. Based on the conditions and analysis of the returned device, step 5, use your other hand to deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body, was not fully implemented because the plunger did not make contact with the proximal end of the body. During the investigation, the plunger was pushed until the collar of the plunger made contact with the proximal end of the body. The plunger was retracted and both cuffs and suture were retrieved successfully. Based on visual and functional analysis of the returned device, the device performed according to specifications. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.